Event description:
It was reported that the pacemaker system with this right ventricular (rv) lead triggered a lead safety switch (lss) a few months ago due to high out of range rv lead impedance measurements above 3000 ohms. The patient exhibited a syncopal episode, the reason for the syncopal episode is not known. The rv lead was surgically abandoned and replaced. High capture thresholds were noted, and a conductor issue was suspected. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker system with this right ventricular (rv) lead triggered a lead safety switch (lss) a few months ago due to high out of range rv lead impedance measurements above 3000 ohms. The patient exhibited a syncopal episode, the reason for the syncopal episode is not known. The rv lead was surgically abandoned and replaced. High capture thresholds were noted, and a conductor issue was suspected. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
H6 field: impact codes updated.